Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was admitted for principle diagnosis of end stage chronic heart failure. He was seen by gastrointestinal (gi) service and had an esophagogastroduodenoscopy (upper gi-endoscopy) performed which demonstrated a single bleeding spot in his stomach which was felt to likely be a dieulafoy lesion. This was successfully treated with clipping and therapy. The patient had another upper gi/endoscopy performed eight days later which demonstrated fresh blood as well as 3 avms were found in the proximal jejunum, one which was oozing. Coagulation for hemostasis using heater probe was successful. There was no additional bleeding. No additional avms were visualized. Patient was sent home with palliative/hospice care. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported by the site that the patient was admitted on (B)(6) 2012 for principle diagnosis of end stage chronic heart failure. He was seen by gastrointestinal (gi) service and had a esophagogastroduodenoscopy (upper gi-endoscopy) performed on (B)(6) 2012 which demonstrated a single bleeding spot in his stomach which was felt to likely be a dieulafoy lesion. This was successfully treated with clipping and therapy. Patient restarted on coumadin 1 mg po qd on (B)(6) 2012. Post procedure patient was transfused as needed which he received 5 units prbc from (B)(6) 2012 (coumadin stopped on (B)(6) 2012). On (B)(6) 2012, patients hgb dropped to 7.7g/dl and the patient had another upper gi/endoscopy performed ((B)(6) 2012) which demonstrated fresh blood as well as 3 avms were found in the proximal jejunum, one which was oozing. Coagulation for hemostasis using heater probe was successful. There was no additional bleeding. No additional avms were visualized. Patient was sent home with palliative/hospice care due to his chronic chf--pt expired on (B)(6) 2012 at home. No additional information available.